Manufacturer narrative:
The investigation into access site bleeding and vascular damage peripheral vessel has been completed. No product was returned for evaluation. Clinical details noted that hematoma was present at impella access site and was managed with manual pressure and blood products given. Patient was vomiting blood before impella placement and bleeding at access continued after patient transferred hospitals. Pump was explanted and patient underwent vascular repair. The root cause of the vascular damage is most likely patient condition related. The root cause of "access site bleeding major" was removed and investigated under "vascular damage peripheral vessel".

Event description:
The complainant had an impella cp placed to support the patient admitted in acute myocardial infarction/cardiogenic shock. The pump support was for 14 hours due to access site bleeding. The bleed/hematoma prompted four units of blood, manual pressure, a stitch, and explant of the pump. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿